Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an unknown procedure. During the procedure, no air was initially observed, however continuous air aspiration occurred after inserting the farawave catheter following non-boston scientific mapping. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to c2/d10: concomitant product/therapy (2) and b5: describe event or problem.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an unknown procedure. During the procedure, no air was initially observed, however continuous air aspiration occurred after inserting the farawave catheter following octaray mapping. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis. It was further reported the procedure was pulse field ablation to treat atrial fibrillation. A non-boston scientific safety pump was used for the irrigation of sheath. The bubbles were observed in the aspiration syringe. The guidewire was in the farawave. No other issue has been reported.